Event description:
From the time it was implanted in me, it was causing me great pain and discomfort going down my stomach and pelvis area and groin and both legs. Some of my nerves got tangled with it and scar tissue and was damaged and affected like during the first surgery. Nerves were damaged as well. Later, after two years of complaining it was removed. CT scans of both pelvis area and abdomen area almost two years after explant and complains to the surgeon on staff.